Manufacturer narrative:
Additional information was received for this event. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The same device was not used for set up for the intended procedure. Another functional device was used. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root causes could not be identified. It is possible that the malfunction in the cable unit was caused by an application of an unexpected stress to the cable from improper handling by the user. The instructions for use includes the following statements: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device image was intermittent and cutting off and on. This is attributed to the faulty cable unit. The image was slightly off-center but okay to use as is.

Event description:
As reported for this event, during set up for an unknown procedure, the device yielded a black image when plugged into the camera box. There is no patient involvement and no harm reported to any patient.